Event description:
It was reported that the device could not be interrogated. No additional information could be obtained from the clinic. Since the clinic was not familiar with the patient, it could not be determined if the patient had ever had a device check since implant and it was noted that the device could be at end of life (eol). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.